Event description:
On (B) (6) 2007, the subject was implanted with a perigee sling. On (B) (6) 2008, subject reported stress urinary incontinence, severity as moderate. Not related to the device but probably related to the cystocele repair. Medical action taken: a miniarc sling procedure done on (B) (6) 2009. Resolution: resolved on (B) (6) 2009.